Event description:
It was reported that the patient presents at the emergency department because they suddenly felt the stimulator moving and heard ¿sloshing¿ noises, as if there were water in their abdomen. The battery tilts forward. This causes the lady a great deal of discomfort and also makes it difficult to wear a prosthesis. There was noted pain at the stimulator pocket. The outcome was noted to be resolved without sequalae, a revision of the pocket took place on (B)(6) 2025. Etiology noted a causal relationship between the event and the neurostimulator pocket.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative. It was reported that the pocket was enlarged towards the caudal end, and cranial fixation sutures had been placed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.